Manufacturer narrative:
(B)(4). Fisher & paykel healthcare have requested for further information regarding the reported event. We will provide a follow-up report upon completion of our investigation. A separate event involving the mr850 respiratory humidifier was also reported by this customer and this has been raised as MFR report # (B)(4).

Event description:
A distributor reported on behalf of a patient's mother in new jersey that an hc300 humidification reusable chamber was leaking during use. The patient's mother stated that replacing the hc300 humidification reusable chamber had solved the issue. No injuries were reported in relation to the leak.

Event description:
A distributor reported on behalf of a patient's mother in (B)(6) that an hc300 humidification reusable chamber was leaking during use. The patient's mother confirmed that replacing the hc300 humidification reusable chamber had solved the issue. No injuries were reported in relation to the leak. F&p have made multiple attempts to obtain further information with regards to the reported event, however no further information was provided by the distributor or the patient's mother.

Manufacturer narrative:
(B)(4). Method: the complaint hc300 humidification reusable chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p have made multiple attempts to obtain further information with regards to the reported event, however no further information was provided. Our investigation is based on the initial information provided and our knowledge of our product. Results: the distributor reported that an hc300 humidification reusable chamber was leaking during use. The patient's mother confirmed that replacing the hc300 humidification reusable chamber had solved the issue. No injuries were reported in relation to the leak. Conclusion: the complaint device was not returned, and we are unable to confirm the exact cause of the reported event. Based on our knowledge of the hc300 humidification reusable chamber, it is possible that the rubber o-ring which creates a seal between the chamber dome and the chamber base was damaged or was not correctly fitted on to the base of the chamber. The operating instructions that accompany the hc300 humidification reusable chamber state the following step to be carried out as part of the cleaning process daily or after every use of the device. Inspect the o-ring and replace if damaged. The operating instructions also state the following caution. Caution: ensure the rubber o-ring around the base is not dislodged or damaged. A separate event involving the mr850 respiratory humidifier was also reported by this customer and this has been raised as MFR report # 9611451-2023-00690.